Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and was treated with unspecified drug (intraperitoneal) for the peritonitis event. At the time of this report, the patient was still hospitalized and has not recovered from the event. The peritoneal dialysis was continued during treatment. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the peritonitis event occurred on an unreported date in mid (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.